Manufacturer narrative:
Date of report : 17jul2019, date rec¿d by MFR :16jul2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the defective on the air flow sensor printed circuit board assembly (pcba) created the air flow accuracy and (o2) oxygen flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b)(6 2019. Date of this report: 23may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported flow sensor issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported flow sensor test failed. There was no patient involvement.